Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique (or touch contamination) is the leading cause of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human skin, gastrointestinal (gi) and genitourinary (gu) tracts. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler contacted fresenius customer service and reported that she experienced peritonitis. Upon follow up, the pdrn reported the patient presented to the outpatient clinic (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. The pdrn stated the patient was initially prescribed one-time doses of intraperitoneal (ip) vancomycin at 1500 mg and ip ceftazidime at 1000 mg prior to culture results. Following receipt of culture results on (B)(6) 2022 the patient was advised to report to the emergency department (ed) due to the presence of a fungal infection. The patient was admitted to the hospital on (B)(6) 2022 and underwent surgical removal of a non-fresenius pd catheter due to the nature and severity of the infection. The cause of the patient¿s peritonitis was reported as touch contamination. The date of the cultures and the organism were reported as candida parapsilosis with a white blood cell count of 822/mm3. The patient was transitioned to hemodialysis (hd) for renal replacement therapy through an existing arteriovenous fistula on a hospital provided hd machine, make and model unknown, for the duration of admission. The patient was given antifungal medication while hospitalized the type, route, dose, frequency and duration were not reported. The patient was discharged (B)(6) 2022. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.

Manufacturer narrative:
Corrected information: d.10, h.6 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler contacted fresenius customer service and reported that she experienced peritonitis. Upon follow up, the pdrn reported the patient presented to the outpatient clinic (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. The pdrn stated the patient was initially prescribed one-time doses of intraperitoneal (ip) vancomycin at 1500 mg and ip ceftazidime at 1000 mg prior to culture results. Following receipt of culture results on (B)(6) 2022 the patient was advised to report to the emergency department (ed) due to the presence of a fungal infection. The patient was admitted to the hospital on (B)(6) 2022 and underwent surgical removal of a non-fresenius pd catheter due to the nature and severity of the infection. The cause of the patient¿s peritonitis was reported as touch contamination. The date of the cultures and the organism were reported as candida parapsilosis with a white blood cell count of 822/mm3. The patient was transitioned to hemodialysis (hd) for renal replacement therapy through an existing arteriovenous fistula on a hospital provided hd machine, make and model unknown, for the duration of admission. The patient was given antifungal medication while hospitalized the type, route, dose, frequency and duration were not reported. The patient was discharged (B)(6) 2022. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.